Manufacturer narrative:
Complaint confirmed. One 139112ext was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that there was a channel that would likely lead to a breach of sterility. The device failed dye leak testing due to the channel and the channel led to a breach of the sterile barrier. This channel was likely caused by an angled seal during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 39 complaints, regarding 97 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected item 139112ext ultraclean electrodes, lot # 201709275 for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.